Manufacturer narrative:
E1: (B)(6). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the controller had a damage on the screen and was showing white lines on the left side. The controller was tested with a heartmate touch (hmt) monitor. It was turned on and off but the issue could not be resolved. The controller was replaced.

Manufacturer narrative:
E1: reporter email not provided. Zip code - (B)(6). Manufacturer's investigation conclusion: the reported event of a white lines on the lcd screen on the heartmate 3 system controller was confirmed. The heartmate 3 system controller was returned for analysis and a log file was downloaded for review that showed events spanning approximately 19 days ((B)(6) 2023 ¿ (B)(6) 2023, (B)(6) 2023, (B)(6) 2023, (B)(6) 2023, (B)(6) 2023 per timestamp). Events captured on (B)(6) 2023 occurred during testing at abbott. The driveline was disconnected on (B)(6) 2023 at 11:05:42 for a system controller exchange. There were no notable alarms active in the log file that would indicate an issue with the controller. The returned heartmate 3 system controller was functionally tested, and several white vertical lines were observed in the controller¿s lcd screen upon connecting the controller to power. The controller functioned and operated a mock loop as intended despite the white lines. The screen was replaced with a functional test lcd screen and the issue was resolved. The root cause for the reported event was unable to be conclusively determined through this analysis. A corrective action was implemented to address lines in the display of system controllers. The investigation confirmed the lines in the lcd, the lines in the lcd are due to the thin film transistors being shorted on. This system controller was manufactured prior to the implementation of corrective action which updated the fabrication procedure. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment including the system controller power cables and power cable connectors. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. These sections explain how to properly switch between power sources. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.